Manufacturer narrative:
The cause for the discordant toxo m results is unknown. The issue appears to be isolated to this one sample in which preanalytical factors cannot be ruled out. The customer has accepted the correlation study for lot 258 since this was the only sample that did not correlate. The instrument is performing within specification. No further evaluation of the device is required. The IFU states in the limitations section: "testing should not be performed as a screening procedure for the general population. The predictive value of a positive or negative serologic result depends on the pretest likelihood of toxoplasmosis being present. Testing should only be done when clinical evidence suggests the diagnosis of toxoplasmosis."

Event description:
Discordant advia centaur xp toxoplasma m (toxo m) results were obtained for a patient sample during a correlation study. The patient sample tested equivocal with lot 256 and negative with lot 258. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxo m results.